Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in an adult female patient who had essure (batch no. 619695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "dd not undergo essure confirmation test". The patient's concurrent conditions included rash, hives and swelling nos. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menometrorrhagia ("menometrorrhagia"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormal menstrual cycle and excessive bleeeding"), dysmenorrhoea ("severe abnormal menstrual pain / painful menstrual cycles") and vaginal haemorrhage ("heavy vaginal bleeding / abnormal vaginal bleeding"). On an unknown date, the patient experienced uterine tenderness ("uterine tenderness") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy and explant of the essure device). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, uterine tenderness, menometrorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, menometrorrhagia, menorrhagia, pelvic pain, uterine tenderness and vaginal haemorrhage to be related to essure. Diagnostic results: in 2009: hysterosalpingogram test: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: uterine tenderness, menometrorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 619695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "dd not undergo essure confirmation test". The patient's concurrent conditions included rash, hives, swelling nos and blood pressure high. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menometrorrhagia ("menometrorrhagia"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal menstrual cycle and excessive bleeding"), dysmenorrhoea ("severe abnormal menstrual pain / painful menstrual cycles") and vaginal haemorrhage ("heavy vaginal bleeding / abnormal vaginal bleeding"). On an unknown date, the patient experienced uterine tenderness ("uterine tenderness"), abdominal pain lower ("cramping") and polyp ("it was a lot of polyups"). The patient was treated with surgery (hysterectomy and explant of the essure device). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, uterine tenderness, menometrorrhagia, abdominal pain lower and polyp outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic pain, polyp, uterine tenderness and vaginal haemorrhage to be related to essure. Diagnostic results: in 2009: hysterosalpingogram test: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: uterine tenderness, menometrorrhagia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2018: pfs received event " abnormal bleeding (general)" and it was a lot of polyups added. Patient information added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in an adult female patient who had essure (batch no. 619695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "dd not undergo essure confirmation test". The patient's concurrent conditions included rash, hives and swelling. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menometrorrhagia ("menometrorrhagia"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormal menstrual cycle and excessive bleeeding"), dysmenorrhoea ("severe abnormal menstrual pain / painful menstrual cycles") and vaginal haemorrhage ("heavy vaginal bleeding / abnormal vaginal bleeding"). On an unknown date, the patient experienced uterine tenderness ("uterine tenderness") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy and explant of the essure device). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, uterine tenderness, menometrorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, menometrorrhagia, menorrhagia, pelvic pain, uterine tenderness and vaginal haemorrhage to be related to essure. Diagnostic results: in 2009: hysterosalpingogram test: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: uterine tenderness, menometrorrhagia, most recent follow-up information incorporated above includes: on 21-may-2018: pfs+mr received, reporter added, lot number received.concomitant condition added, events added as :- uterine tenderness, menometrorrhagia, abdominal pain lower,device monitoring procedure not performed. On 4-jun-2018: fu3+4+5 processed together. On 4-jun-2018: fu3+4+5 processed together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormal menstrual cycle and excessive bleeeding"), dysmenorrhoea ("severe abnormal menstrual pain/painful menstrual cycles") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (hysterectomy and explant of the essure device). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: in 2009: hysterosalpingogram test: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 20-nov-2017: legal claim received: new reporters added. Product information updated. New events were reported: pelvic pain, abdominal pain and heavy vaginal bleeding. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal menstrual cycle and excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe abnormal menstrual pain"). The patient was treated with surgery (hysterectomy and explant of the essure device). Essure was removed on (B)(6) 2009. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure. Diagnostic results: in 2009: hysterosalpingogram test: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report